Manufacturer narrative:
Patient age, dob & weight not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer device history records review was conducted. The report indicates that the: DHR review; part number: 314.05; synthes lot number: a4gf686; supplier lot number: n/a; release to warehouse date: 06-jun-1997; expiration date: n/a; manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Subject device has been received and a product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: a visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. One wall/side of the distal hex tip has collapsed internally encroaching on the inside diameter. The outside of the hex tip shows wear and rounded corners. The complaint was able to be replicated at customer quality (cq) with a functional test using gauge pins. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Screwdriver assembly drawing made to revision f and current revision n and screwdriver shaft component drawing 1 made to revision b and current revision h were reviewed during this investigation. No product design issues or discrepancies were observed. Due to the post manufacturing damage at the distal hex tip, the inside diameter at the distal hex tip will only accept a 2.79mm gauge pin which is below specification per screwdriver shaft component drawing made to revision b. The proximal end of the cannulation will accept a 3.45mm gauge pin which is within specification per screwdriver shaft component drawing made to revision b. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cannulated screwdriver was not gliding over the guide wire as smoothly as it should have during a percutaneous pinning of a hip on (B)(6) 2017. The screwdriver was catching on the guide wire. The surgery was successfully completed using the screwdriver with no surgical delay. The patient outcome was as expected. This complaint involves 1 device. Concomitant device reported: guide wire (part #: 292.68, lot #: unknown, quantity: 1). This report is 1 of 1 for (B)(4).